Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between(B)(6) 2026. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour was found rarely. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.